Event description:
Reporter alleged obtaining a discrepant blood glucose result of 214 mg/dl back to back with a result of 104 mg/dl, when testing was performed less than 10 minutes apart on the advantage system. Reporter indicated that he was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. The suspect device was not returned to the manufacturer for evaluation.